Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 4, a failure occurred upon insertion. Clinician reports primary stability was not achieved. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 4, a failure occurred upon insertion. Clinician reports primary stability was not achieved. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.